Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device code 1069 captures the reportable event of stent torn, inside the patient. Block h10: the returned tria firm ureteral stent was analyzed, a visual and microscopic evaluation noted that the suture hole was torn up to the tip. Additionally, the suture was not returned. During a functional inspection, a mandrel 0.039 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of difficult to advance was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. These problems could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up, affecting the performance of the device. For this reason, the as analyzed cause code will be failure to follow instructions. If the suture string or retrieval line is intended to be removed before procedure, the retrieval line may be cut prior to stent placement. Based on the time of event, it occurred in the preparation, meaning, the suture must have been cut and gently removed, however, the evidence shows the contrary the found problem. The reported problem of difficult to advance was not confirmed since there was no obstruction, and for this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since the interaction between the user and device caused or contributed to the error. For the reported problem of difficult to advance is not confirmed since the obstruction was not detected. For this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transverse ureteral stent placement procedure in the kidney or renal ureter performed on (B)(6) 2023. During the procedure, when the stent was inserted near the ureteral opening through the guidewire using a pusher, they could not advance it successfully. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. Investigation results revealed that the stent was torn, inside the patient, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.